Manufacturer narrative:
The two burs subject to this investigation were not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The lot number associated with the second bur is 10286017.

Event description:
It was reported that during a dental procedure (wisdom tooth removal), the tip of two burs broke. It was also reported that the surgeon removed the broken pieces with tweezers and has no concerns about any pieces being left behind in the pt. It was further reported that another bur was readily available and the procedure was completed successfully.